Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer consulted their healthcare provider and reverted to manual injections for insulin therapy.